Event description:
The product was used during an unspecified procedure. Reportedly, the needle broke and disengaged into stomach tissue. The surgeon was unable to retrieve the component. The hospital has reported no pt injury occurred.